Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels as low as 35 mg/dl. Customer alleged that the low bg was due to too much exercise and the pump's personal profile settings. Customer consumed carbohydrates to address the low bg. Reportedly, the customer will consult with a healthcare provider to adjust the personal profile settings.